Event description:
It was reported that the patient experienced inadequate stimulation and weakness on the left leg. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(6) batch: 7081916. Product family: scs-linear leads upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 504109.